Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted upon completion of the investigation. The instructions for use for hemolysis states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected low s or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator impella registry that a 45 year old male patient implanted with an impella 5.5 as a bridge to transplant developed hemolysis and ventricular tachycardia (vt) during support. The hemolysis was treated with an intravenous iron infusion. The vt was treated with cardioversion. No further issues were reported. The patient was successfully transplanted.

Manufacturer narrative:
The investigation for the reported hemolysis, thrombus, and ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. Data logs showed low flow occurred for entire case that triggered auto suction response & suction alarms. Logs also showed about 2.5 hours into the case, pump was in improper position (ventricle) that triggered impella position in ventricle. The root cause of hemolysis was most likely improper positioning of the device. The root cause of the vt and thrombus could not be determined as clinical details provided were insufficient.

Event description:
Additional information was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured an lv thrombus during support, with a possible relationship to the impella device. Intervention was performed via bivialrudin drip.

Manufacturer narrative:
The investigation remains in progress. A supplemental MDR will be filed at the completion of our investigation.